Event description:
An end user has reported an incident of the left wheel in the back rolls and rubs against the frame causing the wheelchair to stop rolling. No injury has occurred.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t4, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1110558, rev.h(feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the initial reporter for additional detail on the incident. Minimal information was received on the medical condition, stability and the medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The device was sent out with a 450 lb weight capacity. The device is being serviced.